Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge. Additionally, the battery gauge was observed to be depleting rapidly. There was no reported impact to the customer's blood glucose level. The customer declined to speak with tandem technical support; therefore, no troubleshooting was performed and no additional information provided regarding these events.